Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: it is assumed that this phenomenon occurred when external force was exerted by strong rubbing or bumping on the said place during transportation, storage, use, cleaning, etc. This phenomenon can be prevented by observing the items listed in the instruction manual. Therefore, it is assumed that this phenomenon was caused by the user's handling. Important information ¿ please read before use warnings and cautions (p.7) warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿ rotating knob broken¿ was not confirmed. The scope¿s angulation was noted to be normal and the control knob was found to have some play due to stretched angulation wires. The forceps cover was found peeling. The bending section rubber glue was found cracked on the insertion tube and cover. The cause of the reported compliant cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the scope¿s rotating knob (control knob) broke. There was no patient injury reported. No further information was provided.